Event description:
Reporter alleged obtaining discrepant back to back blood glucose tests of 400 mg/dl versus 120 mg/dl and 500 mg/dl versus 230 mg/dl when the comparatives were performed minutes apart on the advantage system. No actions or treatment reported. A request was made for the return of the suspect product and replacement product was sent.